Manufacturer narrative:
Device investigations did not reveal any device malfunction which is expected to explain the reported performance issues. This finding was expected, because according to the patient report the device was found to be functional whilst implanted. Based on the received information, the reported symptoms are likely due to a migration of the fmt from its original position, although not confirmed by diagnostic imaging, leading to a non-optimal coupling between the fmt and the rw membrane. This is a final report.

Event description:
The patient described that hearing gets worse during the day. The patient reported good hearing performance in the morning and becoming worse and intermittent in the afternoon. The device was explanted and the patient was re-implanted with a vorp 503 with the fmt placed on the rw with a rws coupler.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient described that hearing gets worse during the day. Good hearing performance in the morning and becoming worse and intermittent in the afternoon. The device was explanted and the patient was re-implanted with a vorp 503 with the fmt placed on the rw with a rws coupler.